Event description:
It was reported that pump screen went dark and would not turn on, and when it did turn on the power button was extremely difficult to press and often required multiple presses. There was no adverse impact to the customer¿s blood glucose level. Customer followed instructions from technical support to press power button in a specific way, confirmed pump display could turn on but still had difficulty, and was advised that pump would be replaced under warranty; customer planned to continue using current pump until replacement arrived, was instructed to put pump into storage mode before return, to program pump settings and connect continuous glucose monitor on replacement pump, and to return problematic pump using pre-paid label within 10 days, which customer acknowledged and understood.